Event description:
It was reported that multiple motor stalls had occurred over the 24-48 hours prior to this report. The patient¿s family heard the critical alarm intermittently. The healthcare provider (hcp) thought that the motor stalls had occurred and recovered multiple times but had not yet read the logs as of the time of this report. However, per pump logs from (B)(6) 2014 at 12:49pm dating back to (B)(6) 2013, one motor stall occurred at 7:27pm on (B)(6) 2014. No recovery was logged and no additional stalls were logged. The cause of the motor stall was unknown. The patient did not have an MRI. The patient did not experience any symptoms. He was placed on oral baclofen and did well. The patient¿s pump was replaced on (B)(6) 2014. No additional troubleshooting, interventions, or other actions were taken. As of (B)(6) 2014, the patient was doing well. The device system was used to deliver lioresal 2000mcg/ml at 290mcg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, lot # b002148n14, implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to s haft-bearing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.